Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. The reload was connected to the adapter for the first firing, and took off the yellow shipping wedge from the cartridge. The surgeon checked the jaws opening and closing, inserted the device into the cavity, approached the inferior mesenteric artery, and opened and closed the jaws several times. The surgeon closed the jaws, clamped the tissue, and pushed the green firing mode button. However, could not fire the device. Reconnected the device, however, the same event occurred. Replaced by a new reload and the firing was completed. There was no patient harm. The status of the patient is no problem.